Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead impedance was >2500 ohms and there was no atrial capture. When the device was programmed to high output, the atrial threshold was 6v, 1.5ms. A fluoroscopy showed subclavian crush. The pulse generator was programmed to vvir and the patient will be monitored.